Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a proximal femoral nail ø 10.0 mm, extra-small, 130°, length 170 mm, titanium alloy was received and was blue instead of gold. Surgical delay was not more than 5 minutes. Product occurrence was not relevant on surgery or the health of the patient. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Manufacturing evaluation was conducted. The report indicates that during the anodizing process step 130 in the work order, two different production series were placed on the rack. The worker did not follow the work order and added the wrong color code, from another work order in the system. With the implemented test, the worker signed the nails with ok, the color does not correspond to the intended specification.